Event description:
Scleral burn occurred during fragmentation. This resulted in modification of treatment plan. View was obstructed; unable to seal the eye, had to use gas instead of oil. Surgery time was increased by 1.5 hours.